Event description:
It was reported that during testing, the device would intermittently display a paddles lead off message while charging the defibrillator energy. This only occurred when the device was moved around or shaken. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.